Event description:
Additional information: symptoms have resolved.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lump is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported events of skin irritation: "undesirable effects the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: indurations or nodules at the injection area."

Event description:
Healthcare professional reported approximately 7 months after injection "all over face" with unspecified juvederm voluma patient developed a lump at the right cheek the size of a nickel and a lump at the left cheek the size of a pea. Patient treated with prednisone and hyaluronidase. Symptoms are ongoing.